Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image and broken cable. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure of dark image was not confirmed while the broken cable was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - dark image: the definitive root cause of the reported issue could not be determined. - broken cable: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.